Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. A correction injection via manual injection was administered to address the bg level. A correction injection via manual injection was administered the address the bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer reverted to manual injections for insulin therapy.